Event description:
It was reported that the patient's lead was explanted on (B)(6) 2012 due to an infection. It was noted that the patient's implantable neurostimulator (ins) and extension were also explanted 3 days later. It was noted that it ''unclear if the rest of the system was removed due to infection.'' Additional information received reported that the infection was located near the ins and ''in the pocket.'' It was noted that the patient was re-implanted and was receiving effective therapy.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type extension; product ID 3387-40, lot # j0405874v, implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type lead.